Event description:
It was reported that the single chamber device was at low usage and only lasted between three and four years due to early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the single chamber device was at low usage and has only lasted between three and four years due to early battery depletion. The device is still in use and is approaching the recommended replacement time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed that the device was pre/approaching elective replacement (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.81 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt<= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device projected to last 40% of its expected longevity. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and revealed that the device was pre/approaching elective replacement (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.81 to 2.64 volts between (B)(6)-2011 and (B)(6)-2012 is before device rrt<= 2.62 volt.